Event description:
It was reported that the implantable cardiac monitor (icm) was interrogated before the implant procedure. It was found that the icm failed to be interrogated. The icm was not used. The icm was replaced to resolve the issue.